Manufacturer narrative:
All of ck controls were out of range. The root causes are failure of the user: a. To prepare the ck reagent per instruction for use. B. To adequately review control results the patients results were reported out of the lab.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to several patients (200-300) low results for creatinine kinase (ck) generated by the au481-02e chemistry analyzer (au480 with ise). The patients results were reported out of the lab. Available patient samples (5) were retested and higher results were obtained. Unknown if patient treatment was administered or withheld. Doctors were contacted and provided with a list of patient potentially affected and asked to report any medical action taken, if any.

Manufacturer narrative:
All of ck controls were out of range. The root causes are failure of the user: to prepare the ck reagent per instruction for use. To adequately review control results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to several patients (200-300) low results for creatinine kinase (ck) generated by the (B)(4) chemistry analyzer (au480 with ise). The patient results were not reported out of the lab. Available patient samples (5) were retested and higher results were obtained. Unknown if patient treatment was administered or withheld. Doctors were contacted and provided with a list of patient potentially affected and asked to report any medical action taken, if any.